Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient was hospitalized for high blood glucose level and diabetic ketoacidosis. She had bent cannulas while trying to insert the infusion set. The patient received insulin via intravenous drip in the hospital. She had been in the hospital for three days and was still there at the time of this report. There is some uncertainty if the hospitalization was due to bent cannula again under the serious criteria. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.